Manufacturer narrative:
Patient information was requested and the customer stated the patient information is not available.

Event description:
The customer reported the ventilator alarmed low o2 supply. There was patient involvement with no harm to the patient.